Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the issue was resolved and patient is no longer feeling this issue. The doctor is aware, and this was not related to the stimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported for about a month, they started to feel like their legs, knees, and hands were shaking. Patient said they were sore and the battery felt like it might have slipped a little bit. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had an appointment with their neurosurgeon on thursday at 11:30am. Patient said they had been given a lot of phone numbers but didn't know who they all went to. Patient said they called the pats line but got a fax machine sound. Patient mentioned meeting with one rep early on for help. Agent reviewed role of representative and provided nas phone number for healthcare provider. Agent explained the patient will need to have internal issues assessed by the healthcare provider (hcp). Patient said they left a message for manufacturer representative (rep) earlier today; agent confirmed rep identity with provided phone number. 2 calls; called patient back to confirm hcp (differed from hcp on file). Patient did not answer, left voicemail.

Event description:
Additional information was received from patient who reported that they have an appointment next friday to have the stimulator removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep said battery would not be returned. The shaking was not due to the stimulator. The slight migration was due to the patient (pt) anatomy.